Manufacturer narrative:
The reagent lot number and expiration date were not provided. The qc was acceptable. The field service representative found the instrument was overdue for preventative maintenance. The investigation is ongoing.

Event description:
There was an allegation of questionable tropon t hs stat results for 2 patient samples on a cobas e 602 module. Patient 1: the initial result was 120.1 ng/l. The sample was repeated on another module (cobas e411), and the result was 9 ng/l. This result matched the patient's clinical picture. The sample was repeated on the same module as the initial result, and the result was 21.91 ng/l reported as 22 ng/l. The sample was repeated on another module (cobas pro), and the results were 3 ng/l, 3 ng/l, 3.23 ng/l, 3 ng/l, and 3 ng/l. On (B)(6) 2025, the sample was repeated on the same module as the initial result, and the results were 10.96 ng/l, 4.29 ng/l, 9.14 ng/l, and 4.45 ng/l. Patient 2: the initial result was 78.97 ng/l reported as 49 ng/l. The sample was repeated on another module (cobas e411), and the result was 20 ng/l. This result matched the patient's clinical picture. The sample was repeated on the same module as the initial result, and the result was 30 ng/l. The sample was repeated on another module (cobas pro), and the results were 15.4 ng/l, 15.3 ng/l, 15.1 ng/l, 15.6 ng/l, and 15.3 ng/l. On (B)(6) 2025, the sample was repeated on the same module as the initial result, and the results were 14.24 ng/l, 14.24 ng/l, and 14.52 ng/l.

Manufacturer narrative:
As the instrument was being deinstalled, further investigation was not possible. A specific root cause could not be determined.